Event description:
It was reported that there was a foreign object in the eye of the removed catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on the attached photo sample, an unknown foreign matter was observed at the drainage eye of the catheter. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be user related (eg: urine byproduct), operator error, or coating residue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "-perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic techniques and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter and date and time of catheter removal in the patient record." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a foreign object in the eye of the removed catheter.